Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Event description:
Lenstec received an email stating "the lens was broken during the surgery."